Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 2, right-side. Spoke with sales representative and the surgeon. The information previously provided by the nurse at their clinic was incorrect. The surgeon did not diagnose the patient with hashimotos, the patient stated to the surgeon that in her medical history she already has a diagnosis of hashimotos unrelated to this complaint or these devices.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 2, right side.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: g3, h6 sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Bilateral capsular contracture, baker grade 2, right-side and patient claimed breast implant illness however the doctor diagnosis is hashimoto's and hair loss.